Event description:
Catheter line inserted for dopamine infusion. Threaded easily. Pt complained of severe pain in back and right arm and became flushed. Blood pressure dropped 146/60 pulse 64. Catheter discontinued; pt's color improved, pain decreased.